Event description:
Pt reported being found unconscious with blood glucose measuring 21 mg/dl. Spouse injected pt with glucagon and put device in stop mode. Pt's blood glucose increased to 209 mg/dl by the following morning, and pump was returned to run mode. By mid-morning pt's blood glucose measured 43 mg/dl.